Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's reservoir had air bubbles. The customer¿s blood glucose level was unknown. The customer reported that they air bubbles were in the reservoir and the approximate size was 1 centimeter. The reservoir will not be returned for analysis.